Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation. This report is associated with MDR xx.

Event description:
A peritoneal dialysis (pd) patient reported during treatment, his cycler leaked fluid. This was a new cycler. He was using the same lot of cassettes. During follow up, the patient's pd nurse reported his effluent remained clear. There were no signs of infection. Prophylactic antibiotics fortaz 1g and cefazolin 1g were prescribed. No adverse event reported at this time.